Event description:
Received electronic report of an event to a pt who arrived to unit stable and in wheelchair. Tx stated, pt stable then 20 mins into the dialysis tx, pt reported feeling ill and felt like she was going to die and then became unresponsive. A 300 ml bolus of ns was given and pt responded after 1 minute. Vs monitored q 5 mins and appeared to be fine and uf on again and the bp dropped. Uf off and additional ns given for bp 89/50. Another 5 minutes later uf on and pt feeling better. Md notified. Dialyzer changed to non-ebeam next tx. No further problems to date and pt remains stable at this time.